Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that at 20:37 of (B)(6) 2017, the patient monitor mp50 didn't sound an alarm while a baby went into desat. The device was used for monitoring at the time of the alleged malfunction. Patient is male, neonatal, (B)(6) days old. Patient baby turned blue. The nurse stated the baby recovered well post-event.

Manufacturer narrative:
At 20:37 on (B)(6) 2017, the intellivue mp50 patient monitor did not sound an alarm while a baby went into desaturation. Although the baby had changed color, the monitor continued to read 100% with a good waveform for about 20 seconds. It took the patient about the same time to recover, and then the monitor started alarming that the o2 saturation was 55%. The patient's color had already returned to normal by this time, and his breathing was back to normal. The monitor took an additional 20 seconds to read that the patient's saturation was improved. A philips field service engineer (fse) went onsite and tested the intellivue mp50 patient monitor. The alarm settings were set to 10 seconds delay, the device properly alarm as configured. The alarm went off and displayed on the monitor. The fse also reviewed the audit logs of the central station piic ix for december 16 th for room 272-4. According to those audit logs: the desat alarm alerted at 20:38:14 when the saturation dropped to 66. The logs were also forwarded to and reviewed by philips product support engineering (pse). Pse also confirmed that the piic ix generated the desat alarms for bed 272-4, during the time of the incident 20:35:05 to 20:39:12. A philips clinical specialist attended a meeting on (B)(4) 2017 at which spo2 settings and alarm delays were discussed with the technical team, the philips and your hospital staff. It is philips¿ understanding that the nicu department has had many different configuration changes to the monitors to satisfy the nursing staff. During that meeting, philips understands that it was agreed to change the monitor configuration from 10 seconds to 20 seconds alarm delay for desaturation alarms. There was no trouble found with the intellivue mp50 when the philips field service engineer tested it. In addition, the audit log files indicate that the alarms were triggered correctly; therefore, no product malfunction could be established. There was no trouble found with the intellivue mp50 when the philips field service engineer tested it. In addition, the audit log files indicate that the alarms were triggered correctly; therefore, no product malfunction could be established. The customer was informed via letter about the outcome of the investigation. The product remains at the customer site. No malfunction of the device occurred and the device worked as intended. The issue was resolved by instructing the customer about the configuration settings for the spo2 settings/alarm delay. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.